Event description:
Reportedly, aida unable to be opened on (B)(6) 2024.

Event description:
Reportedly, aida unable to be opened on 17/12/2024.

Manufacturer narrative:
The programmer's log files show that follow-ups were indeed carried out on three devices interrogated on 17/12/2024 (platinium, bradywireless and reply). All went well for the platinium and bradywireless devices. However, when interrogating a reply, the aida reading started after a successful interrogation, then the user requested a leads test, so the aida reading was interrupted which explain the reported issue. Once the session had ended, a new session was launched on the same reply device, this time successfully. The results of the previous lead measurements were indeed present in the device, but other tests were successfully performed during this second session: impedance, sensitivity, threshold. The most probable hypothesis is that the programmer was slower because of aida reading and the different actions done by the user made the system even slower and aida thread was no longer managed correctly. There is no need to re ghost the tablet so no need to send the tablet. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.